Manufacturer narrative:
The lot number provided (rhv083) is invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Disposed.

Event description:
It was reported that the hospital noticed a smell coming from box and bone cement box leaking when they signed for order. They had fed ex note. The hospital immediately had bone cement disposed of according to procedure.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. There was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: the event was not confirmed as no devices or photographs were provided for review. Based on the information provided by the customer, there was an odour coming from the product when the reported damage was noted. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the smell would have come from the monomer when the ampoule was broken. This odour from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the description of the event and the additional information pertaining to the details of the packaging and damage noted, it appears that this product was damaged due to inappropriate handling or storage during distribution/transportation.

Event description:
It was reported that the hospital noticed a smell coming from box and bone cement box leaking when they signed for order. They had fed ex note. The hospital immediately had bone cement disposed of according to procedure.